Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pateint did not underwent essure confirmation test". In august 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). The patient was treated with surgery (she undergo a surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms.because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received - new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, patient did not underwent essure confirmation test were added. New reporter was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea / dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and dysuria ("urinary probs"). The patient was treated with surgery (she undergo a surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved, the genital haemorrhage had not resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and dysuria outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms.because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Patient received treatment for menorrhagia (heavy menstrual bleeding), bladder probs, urinary probs, uti, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, back pain, urinary probs. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain /side pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included epilepsy, sickle cell trait, renal disease, asthma, sickle cell anemia and vaginal discharge. Concomitant products included lamotrigine. On (B)(6) 2014, the patient had essure inserted. In february 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding (menorrhagia) / menorrhagia (heavy menstrual bleeding)") and dysmenorrhoea ("dysmenorrhea / dysmennorhea (cramping)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and fatigue ("fatigue"). In july 2017, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysuria ("urinary probs") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (she undergo a surgical procedure with removal of the essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, back pain and abdominal pain upper had resolved, the genital haemorrhage had not resolved and the urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and dysuria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms.because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Patient received treatment for menorrhagia (heavy menstrual bleeding), bladder probs, urinary probs, uti, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-dec-2014: essure confirmation test. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs and mr received : reporter added, event added- abdominal pain upper. Events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she undergo a surgical procedure with removal of the essure devices.). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: it was reported that she sought treatment on multiple occasions for symptoms. Because of the requirement to undergo tubal litigation with removal of the essure devices she has been left with serious injuries. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.